Event description:
This 39 year old female underwent bilateral augmentation mammoplasty first in 1975. These implants ruptured and were replace in 1986 with new silicone gel implants. The manufacturer of these implants is not known to this reporting facility. She has developed over the last five years, increasing problems with chronic fatigue, muscle aches and unexplained weight loss. She wishes removal of the implants as extensive medical work-up has not determined cause of the symptoms. Gross exam: both implants were intact and free from leadageinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.